Event description:
Alcl developed hodgkin's lymphoma a few years after receiving allergan natrelle silicone filled breast implant style 20. I was told by my surgeon that my implant was the smooth implant, but I wanted to submit my story in case others had a similar issue. I've failed 6 rounds of chemo, radiation, stem cell transplant, and finally completed a bone marrow transplant. I still have one lymph node in my armpit that is being closely monitored. I wasn't sure if anyone else with my style implant had lymphoma. I had a 17 mm mass in my chest. I have not had my implants removed because I haven't been able to pinpoint if this was the true cause. I spent thousands of dollars to get these implants but in turn my insurance has spent millions to cure my cancer. FDA safety report ID# (B)(4).